Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement greater than 2,000 ohms during a routine follow up. A lead revision procedure was performed. Pacing system analyzer (psa) testing revealed erratic pli measurements ranging from 400-1,800 ohms. No visual signs of lead failure were noted and the device header also checked out fine. No other observations noted. The product was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the cathode conductor coils were fractured at 237 millimeters from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, the stress was the result of clavicular/first-rib entrapment. The reported high impedance measurements were likely the result of the lead damage observed by the laboratory. The allegation was confirmed.